Event description:
The main body stent graft was placed as well as the two legs. The hypogastric artery was occluded and a fem-fem bypass was completed. However, a decision was made to place a leg extension on the contralateral side to insure a better seal. It was felt that since extra length was available, that a leg extension would be of benefit.